Manufacturer narrative:
Reconnected cable: later cube defect left machine out of service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray exposure failed due to connection and cube issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.